Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient experienced an alarm seemingly related to driveline fatigue. The patient was asymptomatic. Log file analysis captured 14 pump stops and 61 low speed advisory alarms; these occurred while the patient was connected to the power module and battery power. The site considered a pump replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: the patient was admitted and was placed on battery power. The patient underwent a heartmate ii to heartmate 3 exchange on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6) , confirmed a breach in the insulation of the yellow wire which would have contributed to the abnormal pump operation and power elevations captured within the submitted log files. The submitted log file contained approximately 4 days of data. The log file captured intermittent low speed operation and pump stop events throughout the log file. The pump regained speed between events and after the final event for the remaining duration of the log file. The log file recorded low speed alarms and low flow alarms, as well as elevated pump power, during the abnormal pump operation. The patient was operating on their power module during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue. (B)(6) was returned assembled with the driveline cut into multiple segments. The proximal portion measuring approximately 3 inches from the pump housing, and a distal portion of driveline measuring approximately 35 inches were returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow conduit flex section was returned cut in half. The inlet elbow was attached to the pump. The sealed outflow graft and outflow graft bend relief were returned detached from the pump. The bend relief collar was returned. The outflow elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The layers were carefully removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the yellow wire approximately 2.5 inches from the pump housing. The area of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductor of the yellow wire made contact with the metal braided shield while connected to a tethered power source, such as the power module, a short to shield would have resulted, causing the low speed operation and pump stop events, as well as the power elevations, observed in the submitted log file. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. B) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The patient handbook (rev. D) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Qap, hm ii percutaneous cable, p/n 105016 (rev. P) describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable vi, percutaneous cable 105016, heartmate ii (rev. J), defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies (rev. A) describes the procedure to be followed to assemble the cable/aft housing assembly. Qap, hm ii pump, cable boss helium leak test (rev. C), describes the procedure to be followed to perform the heartmate ii pump cable boss helium leak test. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: as of (B)(6) 2022, the patient remained admitted.